Manufacturer narrative:
Result: the 5max ace was fractured approximately 92.0 cm from the hub. Conclusion: the complaint has been evaluated. The initial complaint indicated that during a procedure, the physician noticed that the 5max ace was leaking from the mid-shaft. Evaluation of the returned device revealed that the 5max ace was fractured on the proximal shaft. This type of damage typically occurs due to improper handling during use. If the catheter is inserted into the patient or manipulated at an angle with force, it is likely that this type of damage will occur. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a non-penumbra device and a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, the physician attempted to insert the 5max ace along with a non-penumbra catheter; however, the physician noticed leakage from the mid-shaft of the 5max ace. The 5max ace was not used and the physician used another 5max ace catheter to continue the procedure. There was no report of an adverse effect on the patient.